Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited oversensing and undersensing which created false positive for atrial fibrillation (af). The device remains in use. No patient complications have been reported as a result of this event.